Event description:
It is alleged that disopa was related to reports of various symptoms experienced by eleven healthcare workers (hcw), but specific information was only received for seven hcws. This is the report for the seventh hcw who experienced itching in the head and a stinging sensation in eyes when she was changing the disopa solution in tray. She did not see a doctor. She did not experience the symptoms except when she was changing the solution. The facility has a 24-hour ventilation duct. She wore an apron, a mask and rubber gloves when handling the product.

Manufacturer narrative:
(B)(4) itching, head. (B)(4) irritation, eye. References: 2084725-2009-00691 supplemental 1. 2084725-2010-00008, 00010, 00011, 00013, 00014 - initial.

Manufacturer narrative:
Asp investigation summary: the investigation included complaint trending by problem code, failure mode and effects analysis, system hazard and user misuse analysis, and health hazard evaluation. The disopa solution lot number was not available to perform a batch record review. A review of the dpmo (defects per million opportunities) over the past 12 months ((B)(4) 2009 to (B)(4) 2010), for cidex opa solution (which includes disopa solution) with the problem code of "hr-allergic reactions" was retrieved. The overall trend has been below the ucl (upper control limit). The cidex opa fmea (failure mode and effects analysis) and shuma (system hazard and user misuse analysis) were reviewed. The fmea score for allergic reactions is below the threshold of 100, and the hazard identified in the shuma has been assessed a category I - broadly acceptable risk. The hhe (health hazard evaluation) for similar symptoms indicated the associated risk is none/negligible. The hcw did not use eye protection. Disopa was used with a tray in the otology department to disinfect scopes and instruments. When disopa was used, the lid of the tray was kept open. The facility reported having a 24 hour ventilation duct. The disopa specific solution lot number was not reported. Product was not returned for evaluation. Information received from the affiliate indicates the facility has declined to provide additional information regarding this complaint. Specific to the otology department, the affiliate indicated the disinfecting room was not well ventilated and that each department within the facility uses disopa in their own way. The affiliate also stated the facility needed training for each department and that the sales representative was facilitating the training, however, the otology department in the hospital changed the scope reprocessor and stopped using disopa as of (B)(4) 2010. No further information was provided. Disopa solution is manufactured in (B)(4) and sold exclusively in (B)(6). Disopa is similar to cidex opa solution sold in the united states. The cidex opa instructions for use (IFU) cautions that when disinfecting devices, use gloves of appropriate type and length, eye protection and fluid-resistant gowns. The IFU also states to use in a well-ventilated area and in closed containers with tight-fitting lids. If adequate ventilation is not provided by the existing air conditioning system, use in local exhaust hoods, or in ductless fume hoods/portable ventilation devices which contain filter media which absorb ortho-phthalaldehyde from the air. Exposure to ortho-phthalaldehyde vapors may be irritating to the respiratory tract and eyes. It may cause stinging sensation in the nose and throat, discharge, coughing, chest discomfort and tightness, difficulty with breathing, wheezing, tightening of throat, urticaria (hives), rash, loss of smell, tingling of mouth or lips, dry mouth, or headache. Vapors may aggravate preexisting asthma or bronchitis. Symptoms are typically transient and disappear once the user is moved to a well-ventilated area. A CAPA (correction and preventive action plan) was opened to investigate hcw reports of human reaction symptoms while working with cidex opa solution. Through the investigation, it was determined that inadequate ventilation and/or possibly user related issues were contributing to the majority of these reported human reaction symptoms. The information suggests that inadequate ppe (personal protective equipment) and user error contributed to the reported event. Due to the low health/risk index, no further action is required. Conclusion: changed from "67" to "80".